Event description:
Patient stated she was in the hospital and found out that she now has high blood pressure. Her healthcare provider has not been informed yet. No additional information is available.